Event description:
It was reported that there was no perforation on 2 of the bd plastipak¿ luer-lok¿ syringes' packaging units before use. The following information was provided by the initial reporter, translated from portuguese to english: "syringe packaging without cutout to detach."

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 9196077, the process inspections were performed and no records of this incident were found. The quality notifications (qn) # (B)(4) potentially related to the defect was observed. The sample sent by the customer was verified and it was possible observe blister cutting failure, which caused the difficultly to detach. The probable cause for the occurrence according the quality notification # (B)(4) is related to failure at cutting system at packaging machine. According the qn to fix the issue it was replaced the knife support. The incident identified from this complaint will be monitored for trend evaluation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was no perforation on 2 of the bd plastipak¿ luer-lok¿ syringes' packaging units before use. The following information was provided by the initial reporter, translated from portuguese to english: "syringe packaging without cutout to detach."